Event description:
The facility reported "the catheter came out of the blue and white hard section" of the transfer set. Affiliate reported no patient injury or medical intervention associated with this incident.